Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and the backlight inverter pcbs. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that during the 840 preventive maintenance the ventilator had a faulty graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred.